Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. The manufacture date for the lancing device is unknown.

Event description:
The customer's wife called adc customer service and stated the customer needed to be trained on how to setup their blood glucose meter. Adc customer service provided the requested training. During the troubleshooting survey, the customer's wife additionally reported the customer "was injured by a lancing device (unknown)", but refused to answer any further questions. Customer service medical survey could not be completed. However, while the customer's wife was still talking to customer service, she was able to report there was no change or delay in the customer's treatment and they did not experience any symptoms. On a courtesy customer service follow-up call, it was reported the customer felt well with no symptoms as well. There was no report of death or permanent impairment associated with this event.